Event description:
It is reported that the patient is experiencing a no delivery alarm on her insulin pump. She also reports that it is cracked. The patient's blood glucose level is at 407mg/dl. Patient is advised to resort to backup method and replace insulin pump. Pump is being returned. No further information available.

Manufacturer narrative:
The insulin pump was received with minor scratches on the display window, a cracked reservoir tube, a broken reservoir tube lip and cracked battery tube threads. The insulin pump passed the displacement test, rewind test, basic occlusion test, occlusion test, prime test, and excessive no delivery alarm test. No excessive no delivery alarms were noted. The insulin pump functioned properly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.